Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer's device, stryker observed an event code logged in the device's memory. The event code logged in the device's memory is indicative of a failure of the device to deliver defibrillation energy. As a result, defibrillation therapy may not be available, if needed. There was no patient use associated with the reported event.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer's device, stryker observed an event code logged in the device's memory. The event code logged in the device's memory is indicative of a failure of the device to deliver defibrillation energy. As a result, defibrillation therapy may not be available, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.